Event description:
It was reported that air bubbles were observed at the cannula. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set site to resolve the issue.